Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed. Additionally, the device evaluation found the adhesive around the objective lens was peeled, the protective coating on the bending portion of the device was scratched. The adhesive on the protective coating on the bending portion of the device had a chip, the video connector was cracked and deformed. The label on the video connector was peeled, the video connector case was cracked. There were signs of discoloration on sw1, the control unit, and the insertion pipe. The up/down angulation lock lever was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported the endoeye flex deflectable videoscope was having problems angulating. Inspection and testing of the returned device found the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.